Event description:
It was reported that during an anterior cruciate ligament reconstruction the screw was not entering the screw driver completely. And when tried to insert the screw it broke despite tapping. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with part number ar-4030c-11. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
The complaint allegation is not confirmed. There were no images of the damage device submitted for evaluation. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the screw during insertion.